Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 09-apr-2024. The customer reported unexpected results when testing cartridges from act kaolin cartridge lot r23217. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Act kaolin cartridge lot r23217 expired on 01-feb-2024. No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 05-feb-2024, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 85 year old male with artery blockage. There was no additional patient information available. Return product is available for investigation. Method date tested result heparin time n/a (B)(6) 2024 n/a n/a 7000 u ml 12:21 I-stat (B)(6) 2024 12:42 212 secs 2000 u ml 12:45 I-stat (B)(6) 2024 13:13 212 secs 1000 u ml IV 13:17 per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolinact) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway.